Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/undefined impedances and an increased sensing integrity counter (sic). Therapies and detections were programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.